Event description:
Pt data: (B)(6), female, over-weight, smoker. At the time of implant, the doctor was concerned of pt noncompliance because a broken plate was removed. After about 6 months post-op, the bone was not healing (a non-union) and the implant broke. On (B)(6)2011, the crx was explanted. The doctor repaired this non-union for the third time with a plate and bone from tibia. This is an internal report from sales rep. This was not presented by the surgeon.